Event description:
During surgery ethicon endopath ets flex 45 articulating endoscopic linear cutter 44mm malfunctioned. Would not staple and the handle broke off where the md was holding the equipment. No harm to patient.